Event description:
It was reported that the patient presented to the emergency room after passing out and having asystole episodes. Upon review, the right ventricular lead exhibited over-sensed noise, high capture threshold, high pacing impedance and loss of capture. A lead fracture was suspected. The lead was capped and replaced on (B)(6) 2022. There were no patient consequences.